Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged that the battery compartment was cracked. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2017 with the following findings: during investigation, the black box showed partially discharged batteries being installed resulting in a low battery warning and replace battery alarms. The pump was returned with corrosion in the battery compartment. The battery compartment was found to be cracked. The returned battery cap had stripped threads and was unable to attach to the pump. A test battery cap was able to attach to the pump and power it on. The current draws measured within specification. A "battery life" issue was not duplicated during testing. A leak test failed due to a battery compartment leak. The pump cover was removed and there was no further evidence of internal moisture found. There were no loose component inside the pump.